Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as the device was set for 33 degrees c in therapy mode but would not cool below 36 degrees c. The mixing pump was observed to be able to cool the water in the main tank however the circulation pump at 100% power was not able to flow enough cold water to the patient to reach target temperature. Circulation pump was serviced. Control panel was not responding to touch. Used u.I. To complete decontamination. The double bend tube and the chiller evaporator outlet tube were expanded. The circulation pump motor had a bent housing. The circulation pump flowmeter had a binding impeller. Issue was not duplicated during testing. Preventatively performed a touch screen calibration in response to the note of the decontamination tech regarding unresponsive to touch. Completed the 2000-hour pm procedure on the device. Serviced the mixing pump, replaced heater, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the circulation pump motor due to a bent housing discovered during servicing. The circulation pump flowmeter was replaced due to a binding impeller. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Potential root causes were identified and reviewed. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had a arctic sun device was not cooling. They would like to send the device for 2000 hours preventive maintenance service. Per investigator notification received on (B)(6) 2023, it was reported that the control panel was not responding to touch, used user interface to complete decontamination, and the double bend tube and the chiller evaporator outlet tube were expanded. The circulation pump motor had a bent housing. The circulation pump flowmeter had a binding impeller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device was not cooling. They would like to send the device for 2000 hours preventive maintenance service.